Event description:
It was reported that while using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, there was leakage in hub of one device. No patient impact reported.

Manufacturer narrative:
H.6 investigation summary material #: (B)(4) lot/batch #: (B)(4) bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for leakage was observed. The flash chamber is seen to be filled with blood. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 6 vacutainer tubes with water and the issue of leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. It¿s important that the user utilizes the flash chamber of the device to ¿signal¿ to them that they have accessed the vein. If a tube is placed on the device before vein access (and therefore the device has not flashed), the flash chamber can overfill with blood and cause flow issues. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
D1: medical device brand name: bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder. H3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, there was leakage in hub of one device. No patient impact reported.